Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 75-85% to 5-10% battery life. Customer reported an elevated blood glucose level of 300 (mg/dl) and reverted to an alternate pump for therapy. It was indicated that an alternate pump would be used for diabetes management.